Event description:
Same case as: 2134265-2014-07924 and 2134265-2014-07923. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter to visualize an unspecified lesion. During performing pullback, the liquid crystal display (lcd) display was normal however, the motor drive unit (mdu) failed to pullback. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).